Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was hospitalized after a syncopal episode about nine days post-implant. Device interrogation showed high pacing threshold and impedance measurements, and the physician suspected a micro perforation of the rv had occurred. The lead was explanted and replaced. No additional adverse patient effects or surgical interventions were reported outside of the lead replacement. The explanted lead was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was hospitalized after a syncopal episode about nine days post-implant. Device interrogation showed high pacing threshold and impedance measurements, and the physician suspected a micro perforation of the rv had occurred. The lead was explanted and replaced. No additional adverse patient effects or surgical interventions were reported outside of the lead replacement. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing impedance and threshold values or a micro perforation that were observed clinically.